Event description:
The device was returned to physio-control to be scrapped. It was then observed that the device had an error code in memory and it would not deliver therapy. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be an integrated circuit (ic), designator u29, on the main pcb assembly. A test ic u29 was installed and then proper operation was observed through functional and performance testing. Per customer request, the device was scrapped.